Event description:
It was reported that when patient presented for a device change out procedure to battery eri, sensing noise issue was observed on the ra lead. Electrical functions were normal. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior and post procedure.